Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported when she removed needle shield, needle hub separated 1 syringe affected"

Manufacturer narrative:
H6: investigation summary customer returned (3) loose 0.5ml bd insulin syringes. The customer reported that the needle hub separated. All 3 returned syringes were examined, and it was observed that 1 syringe featured a detached needle hub/shield assembly with no damage to the barrel tip. The remaining two syringes did not exhibit hub separation. A review of the device history record was completed for batch# 1060364. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported when she removed needle shield, needle hub separated 1 syringe affected".